Event description:
It was reported that the patient developed 2 infections at the pod¿s insertion site while wearing the device. The site had pus coming out, was swollen and as big as a hand. The patient went to their doctor and was prescribed antibiotics. Attempts have been made for additional information on the event and name of the healthcare facility. At this time, insulet has not received the name of the healthcare facility. If the information is received it will be submitted in a follow up report. This is report 1 of 2.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.